Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pacemaker was in backup vvi mode. Troubleshooting could not be performed. No further information available.